Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected information: d4, h6: component code (annex g). Description of event: as reported, an ncircle tipless stone extractor basket had two basket wires that would not open prior to an ureteral calculi lithotripsy procedure. Another basket of the same type was used to complete the procedure. The device did not make patient contact, and no adverse effects were reported. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, a visual inspection, and functional test of the returned device, were conducted during the investigation. One ncircle tipless stone extractor was returned in an open package with label. Upon inspection no significant damage to the device was noticed. Handle actuates the basket; however, the wires are not uniform. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. The IFU for the device was reviewed and the IFU did not provide any information related to the reported issue. The basket wires were observed to be not uniform in shape. Cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E1: customer (person)= (B)(6), beijing haoer technology trading co., ltd. G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, an ncircle tipless stone extractor basket had two basket wires that would not open. Another basket of the same type was used to complete the procedure. The device did not make patient contact and no adverse effects were reported.